Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
Na

Manufacturer narrative:
The device was found to have reset after the patient expired, due to exposure to cold temperatures. The device was tested and no anomaly was detected. The device met all specifications. It is concluded that the device was fully functional when the patient expired. The patient died while on holiday due to unknown reasons.

Event description:
It was reported that the patient died while on holiday, due to known reasons. However, the patient got multiple shocks from the ICD before admission to the hospital. It is uncertain whether the shocks were appropriate or not. At the hospital, resuscitaion was performed for 45 minutes without success, and the patient died. The physician does not consider the incident to be caused by the device.